Event description:
A malfunction was reported on the pump. There was no reported adverse impact to the customer's blood glucose level. Customer contacted support, received instructions to reset pump, successfully completed reset with assistance, and malfunction did not recur after reset; no additional information was received regarding any further outcome.